Event description:
Event description cpi received information that, during lead insertion at implant, the patient's rhythm went into atrial fibrilation and then systolic. Cardioversion was successful and the dual chamber ipg (implantable pulse generator) and leads were implanted. While in the recovery room post implant, the patient died.